Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said that since day 1 of the implant being put in, it started causing irritation issues with their muscles so the implant was moved from their back to their abdomen on (B)(6) but this didn't help the issue because pt says that "since then every time I turn it on I have nausea to dry heaving, vomiting, bowel movements don't happen and my abdomen is tender to the touch and I can feel the battery moving around, so I cant do any of my stretches". Pt said they want to get the ins taken out. Pt has an appointment tomorrow with healthcare provider (hcp) at 945am and hcp told them to call to have a manufacturer representative (rep) be there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.